Event description:
Patient called pharmacy because the needle/canula from her dexcom sensor was not removed when she took the sensor out. She called the endocrinologist, and they stated they needed to contact dexcom - dexcom advised they would replace the device but are not responsible for the bill if she were going to the hospital to get it removed. Her main question was where to go and who would be paying for the bill. I advised the patient she needs to go to hospital to have it removed/checked out. I contacted the patient back after some time. I found a technical support number for the patient from dexcom for when these issues happen. I provided her with that number since that is not whom she initially called from dexcom. She is not experiencing any current symptoms but stated she noticed bleeding when she removed the sensors (but she is also on blood thinners now). No additional concerns. I did advise her to monitor for infection/inflammation, and also that we would send a replacement sensor in the meantime free of charge.